Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-lead fixation: upn: m365sc43160; model: sc-4316; serial: na; batch: 28303967. Product family: scs-linear leads: upn: m365sc2352500; model: sc-2352-50; serial: (B)(6); batch: 7075292/7075330.

Event description:
It was reported that the patients ipg and clik anchor protruded. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated, the leads were replaced, and the clik anchor was explanted. The patient was doing well postoperatively and the explanted devices will not be returned per hospital policy.